Event description:
It was reported that there was no output and that the patient experienced several syncopal episodes. The doctor was concerned the setscrew was faulty. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Damage to grommet and setscrew was noted.